Event description:
A female reported experiencing recurrent corneal ulcers and keratitis, while using renu with mositure loc multi-purpose solution. In 2005, the patient presented to her eye care doctor with a scratchy right eye, increased tearing, eye redness and pain, and photophobia. The physician noted white lesions on the cornea and referred the patient to another physician to rule out dendritic keratitis. Two months later, the patient saw the second eye care physician and she prescribed ciloxan eye drops and ointment. She returned the following day and the ulcer had improved. In 2006, the patient was referred to an ophthalmologist after continuing to experience recurrent corneal ulcers (5 ulcers od and 2 ulcers os) within the previous 2 months. She was diagnosed with contact lens-related punctate keratitis. She was given ciloxan. She was seen in follow-up five days later and the punctate keratitis had resolved. The patient had a normal eye exam four months later and reports she is doing fine.

Manufacturer narrative:
Chemical testing of the returned sample showed the product met all shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.